Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated power-on reset parameters were present and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There was one patient alert for lead failure predictor on (B)(6) 2013. There was one patient alert for out of tolerance (oot) sub-threshold lead impedance on (B)(6) 2013. Daily pace lead trend data shows a spike increase for ventricular pace bi impedance = 437 to 4047 to 494 ohms range between (B)(6) 2012 and (B)(6) 2013. There were five lead failure predictor (lfp) high rate-non sustained <(><<)>= 215 ms average v-cycle between (B)(6) 2013.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to the right ventricular (rv) lead experiencing high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Product: d354drg implantable cardioverter defibrillator (ICD) implanted: unknown. (B)(4).